Event description:
Arrow balloon pump (iabp) alarms stopped making an audible noise. I called the teleflex emergency hotline. The on call tech facetimed me and confirmed that the alarms where not working. She advised to change out the iabp and send to biomed. FDA safety report ID# (B)(4).